Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The endotoxins test results for this batch was reviewed and it is within the acceptance criteria. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: based on the quality team's investigation, the root cause of this incident cannot be determined. The probable cause for phlebitis could be due to package integrity was compromised during handling but not identified by the clinician or aseptic technique was not ensured during product application. Rationale: complaint will be reopened when sample is returned.

Event description:
It was reported that phlebitis occurred while using bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: we would like to inform you about several complaints, phlebitis, after placements venflon pro safety on the operation room. The products were placed by different people, there is not 1 hcp person who had the most infections. The pivc was removed most of the time the same day. Additional information received: may we kindly ask you to provide us with the following information? Did the issue led to a serious injury? Yes phlebitis. Were there any erroneous results due to the defect? Didn¿t no. Did the course of treatment change? No but we are looking for that together with the hcp. Was any medical intervention needed? We are looking why they have more phlebitis than general. Other actions? We are looking why they have more phlebitis than general.